Event description:
The patient called with questions regarding the proper use of his infusion pump. During conversation he indicated that he had entered the hospital on january 25, 1997 in diabetic ketoacidosis with a blood glucose level of 800. He was treated for four days to stabilize his blood glucose level. The cause of his condition could not be determined. He stated that the pump and/or set were not believed to be at fault. He was calling at this time because the doctor wanted him to re-start his pump therapy and he needed instructions on its proper use.